Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer was unable to open. A technical support specialist received the call/case. The customer was advised to perform a reboot, which was completed. After the reboot, the station was functioning properly. The case number was provided to the customer. The customer was informed that the case would be closed since the issue was resolved, and they acknowledged this.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was unable to open the drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.